Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 490 mg/dl. The customer also reported that the insulin pump had a insulin flow blocked alarm. The customer was assisted with the troubleshooting for the insulin flow blocked alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.